Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they had to seek medical attention due to high blood glucose levels (bg). The patient was hospitalized in the intensive case unit (ICU) from (B)(6) 2025. The patient experienced hyper hydration and high bg levels. The diagnosis was diabetic ketoacidosis (dka). The patient could not recall the treatment they received in the hospital. The patient states they were not conscious on the (B)(6) 2025 and woke up on (B)(6) 2025 (in the ICU). The pod was discarded at the hospital.